Event description:
The pt is implanted with two percutaneous leads from the same lot. It was reported the pt has been experiencing ineffective stimulation therapy. A full parameter diagnostic indicated low impedance values on several contacts. No falls or other injuries were reported. Surgical intervention is being considered to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.